Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "I was carrying a bag when I felt a shock to my lower heart, alomost like a static shock, it was real quick. I had something similar happen before when I was walking up an down my stairs. I wasn't carrying anything that first time." The patient was advised to contact her physician. The device remains implanted and active.